Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a physicist discrepancy prior to a case. No patient injury was reported.